Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event with a recorded nadir of 87 mg/dl, felt lightheaded, and subsequently ingested two separate 15-gram carbohydrate meals after which blood glucose rose to 260 mg/dl; device did not provide low or urgent low alerts, no assistance or medical intervention was required, and education on treating lows with a single 15-gram carbohydrate portion was provided. Symptoms included lightheadedness associated with the low reading. Outcomes included transient symptomatic hypoglycemia without medical evaluation, hospitalization, or functional impairment. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemic episode. It was concluded that the event was consistent with hypoglycemia of unclear cause with subsequent hyperglycemia after carbohydrate intake, and no device-related injury was identified.